Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the upn and lot number; therefore, the manufacture date and the expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was to be used for a biopsy procedure on an unknown date. According to the complainant, during preparation, a hair was found inside the sterile field of the sealed packaging. The package was not opened. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was to be used for a biopsy procedure on an unknown date. According to the complainant, during preparation, a hair was found inside the sterile field of the sealed packaging. The package was not opened. There were no patient complications reported as a result of this event. Additional information received november 05, 2019. The procedure was completed with another forceps.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the upn and lot number; therefore, the manufacture date and the expiration date are unknown. Event, initial reporter name and address, and initial reporter occupation have been updated based on additional information received on 05nov2019. Device code 2969 captures the reportable event of hair found in sterile packaging. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.